Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Episodes recorded on (B)(6) 2016 show non-physiological noise oversensing on the ecgs.

Event description:
It was reported that there was sensing issue on the implantable cardiac monitor (icm) device. At time of vector check before implantation, ventricular waveform was clearly confirmed on the electrogram (egm) but it failed in sensing. Egm seal was replaced, body surface was again wiped with saline, both device and head was pushed harder, egm was pushed harder, position was changed, and sensitivity was changed. The device was attempted and not used. Another device was use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.